Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: progression showed an improvement in condition, but still has a residual limp and stagnant peritrochanteric pain. Event procedure: general anesthesia. Posterolateral approach. Fracture site: non-union with fibrous tissue, femoral implant stable, no signs of infection. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately six months post-implantation, the patient underwent a hip orif procedure due to a limp and persistent pain associated with non-union at previous greater trochanter fracture site. Plate and cables placed, no components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.